Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/20/2016. (B)(6). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the device was available for return and evaluation? Do you have any pictures of the issue?

Event description:
It was reported that an animal underwent an unknown procedure on unknown date and suture was used. Prior to the procedure, it was indicated that the needle was poking through the package on one packet of suture. There were no patient consequences. Additional information has been requested.

Manufacturer narrative:
Packaging ¿ integrity: the labeled relay tray was examined for visual inspection and it was observed that the parked needle was poking through the paper lid. The foil was not returned for determinate the integrity of the packet. It could not be determined what may have caused the reported incident. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The needle was examined for visual inspection and body fluids were observed. The hole of the needle was examined for suture remnant and none was found. Additionally, there are marks on the body of the needle by use of the needle/holder. Short insertion: additionally, it was observed that the suture was detached of the needle. The insertion end of the suture was measured and the suture did not have sufficient insertion. This caused the detached needle. The assignable cause is a short insertion; this defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.